Manufacturer narrative:
The product was returned with the membrane completely unfolded and traces of blood found on the exterior of the catheter. The original 0.025¿ guidewire was returned inside the inner lumen. The one way valve was returned attached to the extracorporeal tubing. The inner lumen was observed to be clear with traces of blood, no insertion issues were found. No other defects were observed. A laboratory insertion test was unable to be performed due to the membrane being unfurled. An underwater leak test of the balloon, catheter, inner lumen, y-fitting and extracorporeal tubing was performed and no leaks were detected. The one way valve was tested and it held vacuum. We are unable to confirm the reported difficulty during insertion because of the returned condition of the catheter and we are unable to mimic the clinical setting. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint # (B)(4).

Event description:
It was reported that during insertion of an intra-aortic balloon (iab), the iab could not be inserted into the sheath. The iab was replaced with a new one that was inserted successfully. There was no reported injury to the patient.

Manufacturer narrative:
Complete event site name: (B)(6). Complete event site address: (B)(6). Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during insertion of an intra-aortic balloon (iab), the iab could not be inserted into the sheath. The iab was replaced with a new one that was inserted successfully. There was no reported injury to the patient.